Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the proximal segment of the lead was returned, analyzed and analysis was performed and no anomalies were found. Concomitant medical product: product ID: 419388, lead, implanted: (B)(6) 2007. (B)(4).

Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) and leads was observed with sensing and detection issues which resulted in undersensing of ventricular fibrillation (vf). The device and lead remain in use. No patient complications have been reported as a result of this event. It also reported the patient subsequently died in a manner unrelated to this event and ICD system.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated a r-wave amplitude measurement issue. Analysis of the device memory indicated rv (right ventricular) undersensing information. Electrocardiogram (egms) from (B)(4) 15 indicate ventricular fibrillation (vf) episodes not appropriately detected (undersensed). R-wave amplitude on egms from (B)(4) 15 between 1 mv and 2 mv.